Event description:
A power source alert 07 was reported when the caller's pump screen went blank, and the led stopped blinking, necessitating a connection to a power source to resume functioning. Blood glucose levels did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The issue was resolved by plugging the charging cable into a third-party wall adapter, which enabled the pump to begin charging, and no further assistance was needed.